Manufacturer narrative:
A temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus epidermis which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique.

Event description:
On 13/jul/2026, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up call, the pd nurse confirmed that on (B)(6) 2026 this patient was hospitalized with peritonitis characterized by symptoms of abdominal pain and cloudy pd effluent. The patient had a pd culture obtained which was positive for growth of the bacteria staphylococcus epidermis. The patient was initiated on antibiotic therapy (details unknown). Additionally, the patient underwent removal of pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.